Event description:
Vent shut off, screen all black, faint beeping sound, no alarms. Patient was removed from vent and bagged with ambu. Vent was turned off and back on again and seemed to be working o.k., but vent changed out with new one and pulled from service. Biomed dept contacted manufacturer's service rep (report dd2486). Service rep conducted performance verification and could not duplicate problem. Vent certified for use. Of note, patient was receiving mycomyst nebulizer which could restrict or occlude expiratory filters if one was placed in-line. It was unable to be determined if there could have been in-line and later removed.